Manufacturer narrative:
The device was received by depuy power tools. The device was evaluated and the reported problem of hose deterioration was confirmed. A visual assessment was performed which confirmed a worn hose. This can occur due to normal wear over time. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device's hose is deteriorated. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.